Event description:
The reporter stated the foam tip plunger overrode and scratched a b & l lens during loading of the cartridge into the injector. There was no patient contact or injury. Another same type lens was implanted. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to foam tip plunger/overrode iol.